Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the device was explanted and replaced on (B)(6) 2016 and the cause of the shocking, migration, and impedances were due to the migration that was "possibly related to shifts in pregnancy."

Event description:
Additional information received reported the lead was capped with another lead implanted on (B)(6) 2016 (reference manufacturing report #3004209178-2017-01047). On (B)(6)2016, "surgeries" were scheduled.

Event description:
Additional information received from the consumer reported there was a feeling shocking on outside of skin on (B)(6) 2016 which was ¿periodic¿ and was even experienced on the day of the report. It was noted the shocking usually occurred when sitting down. In addition, the patient clarified the date of loss of therapy and lead migration occurred on (B)(6) 2016 with one lead ¿hitting black and was going too high.¿ it was reported that the system was removed as of the second report ((B)(6) 2016) and the patient was in phase 1 of the trial.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the entire system, sans capped lead from surgical abandonment, was disposed of according to biohazard instructions.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-28, lot# va00gjx, implanted: (B)(6) 2012, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via a healthcare professional from a clinical study reported the year prior the patient was pregnant and the interstim was turned off. Mid (B)(6) 2016 the interstim was turned back on. The patient felt shocking in the right leg (the lead on the right side). Conflicting information was provided as interventions listed that the therapy was suspended (B)(6) 2016. The patient was seen in the clinic for "interstim not working" on (B)(6) 2016. Device interrogation was performed and impedance was within normal limits for all except 0 and 3. During the clinic visit, four different programs with different electrode combinations were tried - some caused toe curls and spasms; others caused radiating pain down the right leg; while others caused back pain. An examination was also performed at the clinic visit. It was indicated there was no back pain when the device was turned off but the urinary frequency and urgency would become much worse. A clinical diagnosis of urinary urgency and frequency was noted, as well as chronic interstitial cystitis. The physician thought the lead had migrated/dislodged possibly related to the shifts in pregnancy. The patient was scheduled for first stage interstim (B)(6) 2016 and second stage interstim (B)(6) 2016 for lead migration and end of interstim battery life (battery life less than 12 months). Etiology was reported as possibly related to the device or therapy and unlikely related to the implant procedure. The outcome was ongoing. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the event resolved without sequelae on 19-dec-2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there was surgical abandonment of the lead which was capped and another lead was implanted on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.